Event description:
Emt's attended to a pt that had been down for approximately 15 mins. The pt was connected to an automatic external defibrillator (AED) and reportedly and asystolic heart rhythm was observed. The pt's heart rhythm was analyzed however no shock was advised. Resuscitation therapy was continued and the pt was readied for transport. Allegedly the defibrillator cable was dislodged from the electrodes and could not be firmly reconnected. A second set of electrodes was then immediately used without incident. Resuscitation attempts were continued however the pt was not revived. The reporter indicated the alleged malfunction did not likely cause or contribute to the death of the pt. The opinion was based on the lack of pt viability and the availbility of a second set of electrodes.